Event description:
The customer contact reported that while operating on battery power, the pump powered off by itself without sounding an audible alarm tone. On an unspecified date and time, the pump was programmed to deliver morphine 1 mg/ml, in the pca only mode, with a 1 mg pca dose, a 6 minute pt lockout, and a 10 mg one hour dose limit. The customer contact reported that after an unspecified length of time during nursing rounds, the nurse found the pump had powered off by itself. At this time, the nurse noted the pump was not plugged into an ac power outlet. The customer contact reported the pt and the nurse stated the pump did not audibly alarm prior to the power loss. The pump was removed from clinical svc. Therapy was resumed using a replacement pump. During testing at the user facility, the pump passed testing. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
At this time the customer will not be returning the pump for eval. The customer contact indicated pump passed testing at the user facility and was returned to clinical svc. The pump history was downloaded at the user facility. Review of the pump history indicates on (B)(6) 2011 at 0714, the door was opened and locked x2, morphine 1 mg/ml confirmed, and the previously programmed settings of pca only mode, 1 mg pca dose, 6 min pca lockout, 10 mg 1 hour dose limit, settings were retained and confirmed. At 0718, there was one 1 mg pt initiated delivery. At 0757, pump was operating on battery power. At 0827, there was one 1 mg pt initiated delivery and pump was operating on ac power. At 1034, pump was operating on battery power. Between 1132 and 1133, there was a lot battery alarm, dead battery alarm and power loss alarm. Between 1145 and 1146, powered on, pump was operating on ac power, the previously programmed settings retained and confirmed and the door locked. At 1309, the door was opened and pump powered off. This report represents all the info known by the reporter upon query by hospira personnel.